Event description:
The customer reported the unit is getting error "therapy out of range error/therapy lockout." There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.